Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that blank screen and blinking. Customer stated had dark screen.

Manufacturer narrative:
The insulin pump was received with blank display due to disconnected battery tube power connector. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify blinking display anomaly due to blank display. The insulin pump had minor scratched lcd window and case.